Manufacturer narrative:
An additional lot number was reported (lot # m001742). However, the cause of the event is not due to the cartridge. The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was not impacted.